Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 7.5; repeat inr = 0.7. Pt self tester called in after testing today. Initial inratio inr = 7.5. Repeat inr = <0.7. Pt self tester stated that she used a different finger for each test. Tests were performed within a few minutes of each other. Pt therapeutic range = 2.0 - 3.0. Pt was milking finger after finger stick; added multiple drops of blood.